Manufacturer narrative:
(B)(4). The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. Product ID: neu_unknown_lead, product type: lead.

Event description:
Patient was very upset, the batteries were dead in the controller when they got home. Patient was uncomfortable and they could not make adjustment, they could not get to the store and they were in the process of looking for someone to go get them for them. They were upset that they could not do anything with the controller and wanted to know why they did not check before they gave it to them. Patient only voids twice a day but at night they woke up of every 45 minutes. They had nerve damage from a back surgery that they had and when they laid down something happens to their nerves. Patient usually felt pain as if their bladder was full and it caused pain even there was nothing in his bladder, they also stated that their bladder did not empty at night. So far, they had not had any pain. Patient slept a lot during the day after surgery. Patient did not have a good sleeping night as patient couldn't sleep well. Patient felt that there was improvement. Before the surgery, patient would have had bladder pain and up 6-8x's. Patient was only up 3x' and only one out of three, patient had pain once. No changes were made as, patient felt that things were much better than expected. Patient noticed that they didn't have "sensation" and brought stimulation up from 0.4 to 1.4 and felt stimulation on left testicle-groin area, different than on the day of lead placement. Patient was advised that it was ok to bring stimulation up, and that during evaluation that it was normal. Patient was very concerned with the "sensation" change. They called doctor office yesterday and they told them to bring stimulation down to 0.1. Patient was still meeting min 50% during night voids (patient's main concern) and explained to patient that it was a good thing. But patient said "something changed." Patient also said they felt pain on the left testicle. None, patient was meeting min 50%. Patient stated that last night was terrible, all of symptoms returned, and they did not have a good 24 hours. Patient spoke to surgeon and they thought that the lead had moved and they would correct it on tuesday when they did the implant, they stated that the stim feeling moved but it still in their bicycle seat area though the patient did not think so, they thought something was wrong because they had to increase to 1.4 from 0.4. It had been hard to track because so many things were going on. Patient was not happy and stated that since thursday everything went wrong, advised patient, they were meeting the goal until today. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, serial# unknown, product type: programmer, patient. Product ID: 3889, lot# unknown, product type: lead. Correction made to lead model number, updated to 3889. If information is provided in the future, a supplemental report will be issued.